Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tried to pull it out and it came apart, had dissolved foreign body in reproductive tract painful - vagina vulvovaginal pain was very painful to removed - tampon medical device site pain it came apart - tampon device breakage tried to pull it out and it came apart - tampon complication of device removal case narrative: consumer reported via fax that tampon came apart during removal. No serious injury reported.